Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue.  Physio determined that the cause of the reported issue was due to a shorted transistor, designator q8 from the therapy pcb assembly.  After replacement of the therapy pcb assembly, proper device operation was observed through functional and performance testing. The customer received a replacement device. (B)(4).

Event description:
The customer initially reported that their device had its service indicator illuminated and had logged an event code that is related to the device's ability to deliver a defibrillation shock.  After evaluation of the device, it was observed that the device was unable to deliver a defibrillation shock.  There was no report of any patient use associated with the reported issue.